Manufacturer narrative:
The reported complaint was confirmed, but there was no problem detected as the device operated as intended. During laboratory analysis, the product surveillance technician (pst) observed the blood parameter monitor (bpm) to boot up without any failures. The hematocrit saturation (hsat) probe was connected to the cuvette with a piece of red tape as a sample reflective surface. The monitor was put into operate mode to observe the hsat on-screen values. Initially, the oxygen saturation (so2) was approximately 60% and the hematocrit (hct) and hemoglobin (hgb) values were both 'high'. Using the store-recall function (in-vivo adjustment) so2 was set to 65, hct was set to 35, and hgb was set to 12. The system held the values close to these sample values for over two hours. (So2: 64, hct: 35, hgb: 11.8). The system operated as intended. After setting up the system, the end user must use the store/recall features after the on-screen values have stabilized. A calibration must be completed with measurable blood parameters by comparing them to a laboratory measurement done on a blood sample. The values are dimmed on the screen until an initial in-vivo calibration is done. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on 08sep2021, during a clinical visit with the team at the user facility in (B)(6) sweden, the manufacturer's clinical specialist was informed by the user that they were experiencing a higher deviation of hematocrit (hct) and hemoglobin (hb) values on their new blood parameter monitor (bpm) compared to lab values before the in-vivo recalibration (higher than their previous old bpm), but that after the in-vivo recalibration, the values were stable and normal. The manufacturer's clinical specialist explained in his report that no further details could be obtained since the surgery for that day had been cancelled. He agreed to return on the following day 09sep2021 to observe a case and do further testing, which led to an additional complaint of the same nature. Therefore, the statement that the surgery was cancelled was independent of the bpm situation.

Manufacturer narrative:
The reported complaint was not verifiable. No product was returned, therefore an evaluation could not be completed. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the measured hematocrit (hct) and hemoglobin (hgb) values had higher deviations compared to the lab values for in-vivo calibration. After in-vivo calibrations, the values were stable and normal. The surgical procedure scheduled for (B)(6) 2021 was cancelled. There were no reported adverse consequences to the patient.